Event description:
The article, "aortic regurgitation, time to aortic valve reintervention, and mortality in degenerated trifecta versus non-trifecta bioprosthesis", was reviewed. This research article is a retrospective single-center experience to evaluate the time from the initial surgical aortic valve replacement (savr) to the onset of any degree of aortic regurgitation (ar) to the timing of redo-avr and the time from onset of any ar to redo-avr. The devices included in this study were trifecta, medtronic mosaic, ce perimount/magna, epic valve, medtronick hancock ii, medtronic freestyle, and sorin mitroflow. The article concluded that patients who underwent redo-avr, as either valve-in-valve (viv)- transcatheter aortic valve repair (tavr) or redo-savr, with a trifecta valve at their index savr exhibited higher mortality, shorter time to redo-avr, earlier onset of any degree of ar, and more commonly with ar as a mechanism of failure than those who did not receive a trifecta valve. [The primary and corresponding author was amr abbas, department of cardiovascular medicine. William beaumont university hospital, corewell health east, michigan, united states, with corresponding e-mail: amr.abbas@corewellhealth.org.]. This study included patients who underwent redo-avr with either viv-tavr or redo-savr for bioprosthetic svd from (B)(6) 2015 to (B)(6) 2022. A total of 171 patients were included in the study, of which 42.6% (73) received an abbott device. The average age of the non-trifecta group was 60 years. The average age of the trifecta group was 63 years. The majority gender was male. Comorbidities included hypertension, hyperlipidemia, diabetes mellitus, chronic kidney disease, and coronary artery disease.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effects of death and malfunction reported in the article are captured under separate medwatch reports. Literature attachment: article titled "aortic regurgitation, time to aortic valve reintervention, and mortality in degenerated trifecta versus non-trifecta bioprosthesis".

Event description:
The article, "aortic regurgitation, time to aortic valve reintervention, and mortality in degenerated trifecta versus non-trifecta bioprosthesis", was reviewed. This research article is a retrospective single-center experience to evaluate the time from the initial surgical aortic valve replacement (savr) to the onset of any degree of aortic regurgitation (ar) to the timing of redo-avr and the time from onset of any ar to redo-avr. The devices included in this study were trifecta, medtronic mosaic, ce perimount/magna, epic valve, medtronick hancock ii, medtronic freestyle, and sorin mitroflow. The article concluded that patients who underwent redo-avr, as either valve-in-valve (viv)- transcatheter aortic valve repair (tavr) or redo-savr, with a trifecta valve at their index savr exhibited higher mortality, shorter time to redo-avr, earlier onset of any degree of ar, and more commonly with ar as a mechanism of failure than those who did not receive a trifecta valve. [The primary and corresponding author was amr abbas, department of cardiovascular medicine. William beaumont university hospital, corewell health east, michigan, united states, with corresponding e-mail: amr.abbas@corewellhealth.org.]. This study included patients who underwent redo-avr with either viv-tavr or redo-savr for bioprosthetic svd from (B)(6) 2015 to (B)(6) 2022. A total of 171 patients were included in the study, of which 42.6% (73) received an abbott device. The average age of the non-trifecta group was 60 years. The average age of the trifecta group was 63 years. The majority gender was male. Comorbidities included hypertension, hyperlipidemia, diabetes mellitus, chronic kidney disease, and coronary artery disease.

Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, hyperlipidemia, diabetes mellitus, chronic kidney disease, and coronary artery disease. Complications reported included degraded, device stenosis, central regurgitation, aortic valve stenosis, aortic valve insufficiency/ regurgitation, mitral regurgitation, tricuspid regurgitation, surgical intervention (valve-in-valve), hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: aortic regurgitation, time to aortic valve reintervention, and mortality in degenerated trifecta versus non-trifecta bioprosthesis b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.